Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16933. It was reported that the lead atrial lead was oversensing and undersensing of atrial fibrillation. The atrial lead was capped and new lead was implanted on (B)(6) 2019. Additionally, the device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator.

Event description:
New information received indicated that the patient¿s surgical procedure went well. There were no complications.